Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance with the device after a head trauma occurred.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Also the housing was found slightly migrated at the time of explantation. The problems given in the recipient the problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a decrease in hearing performance with the device after a head trauma occurred in july 2021. The user was re-implanted on (B)(6) 2022.